Event description:
The user stated they had erroneous calcium results which were questioned by a doctor in the ER. The user recalibrated the assay which resolved the issue. The user then reran controls, repeated the pt samples and sent out corrected reports. The total number of pt samples involved is unk. The user provided 58 pt examples. All results are in mg per dl and are initial results followed by repeat result. Sample 1: 7.6, 9.0. Sample 2: 7.8, 9.0. Sample 3: 7.4, 8.5. Sample 4: 7.5, 8.9. Sample 5: 7.2, 8.6. Sample 6: 7.4, 8.4. Sample 7: 7.3, 8.4. Sample 8: 7.3, 8.4. Sample 9: 7.4, 8.4. Sample 10: 7.2, 8.4. Sample 11: 7.8, 8.9. Sample 12: 7.3, 8.4. Sample 13: 8.2, 9.4. Sample 14: 7.9, 9.0. Sample 15: 7.4, 8.9. Sample 16: 7.9, 8.9. Sample 17: 7.3, 8.4. Sample 18: 8.2, 9.3. Sample 19: 7.8, 8.9. Sample 20: 7.9, 9.0. Sample 21: 7.7, 8.9. Sample 22: 7.3, 8.5. Sample 23: 8.0, 9.2. Sample 24: 7.5, 8.6. Sample 25: 7.3, 8.4. Sample 26: 7.9, 9.1. Sample 27: 7.3, 8.4. Sample 28: 7.6, 9.1. Sample 29: 7.5, 8.6. Sample 30: 7.5, 8.8. Sample 31: 8.1, 9.5. Sample 32: 7.8, 9.0. Sample 33: 7.3, 8.6. Sample 34: 6.8, 7.8. Sample 35: 7.6, 8.8. Sample 36: 7.7, 8.8. Sample 37: 7.9, 9.4. Sample 38: 8.3, 9.6. Sample 39: 6.9, 7.9. Sample 40: 7.3, 8.3. Sample 41: 6.9, 7.8. Sample 42: 7.7, 8.9. Sample 43: 7.3, 8.5. Sample 44: 7.5, 8.7. Sample 45: 7.8, 8.9. Sample 46: 7.9, 9.1. Sample 47: 7.7, 9.0. Sample 48: 7.7, 8.9. Sample 49: 7.1, 8.2. Sample 50: 7.0, 8.0. Sample 51: 6.9, 8.0. Sample 52: 7.1, 7.9. Sample 53: 7.2, 8.0. Sample 54: 7.0, 8.1. Sample 55: 6.9, 8.2. Sample 56: 8.6, 9.9. Sample 57: 5.5, 6.3. Sample 58: 6.1, 7.0.

Manufacturer narrative:
All initial results were reported. The user stated to her knowledge, none of the pts were treated based on the results, and there have been no adverse events. They are unable to provide further info.